Event description:
Subsequent to the initial report filing, additional information was received stating that the target area was a heavily calcified and tortuous proximal to mid right coronary artery (rca). Resistance was noted during advancement of both xience prime devices to the lesion, due to the tortuous anatomy. Despite the balloon rupture, the xience prime stents were adequately deployed in the lesion. The patient returned to another hospital after the procedure with chest pain and was admitted. Another angiogram was performed, where a possible distal dissection at end of the stented vessel was observed. Another stent (unspecified) was deployed at the distal end of the stented segment. No adverse patient sequela was reported. No additional information was provided.

Event description:
It was reported that the case was complex and a rotablator was used. An unspecified issue was reported with two xience prime stents used in the case. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted a balloon rupture.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The rx xience prime 3.5 x 28 mm mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - removed. Evaluation summary: the device was returned for evaluation. Physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Balloon rupture was confirmed. Based on visual, dimensional, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, angina and dissection are listed in the xience prime everolimus eluting coronary stent system instructions for use as known adverse events. Based on the information reviewed, there is no indication of a product deficiency.